Event description:
A malfunction on the customer's pump was reported, and it did not cause any adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump and multiple daily injections (mdi) for insulin therapy until the replacement arrives.